Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, sheath detachment occurred. The physician was prepping the 1.5mm rotablator rotalink plus for use, and the sheath covering the catheter "blew off" prior to being inserted in the patient. The procedure was successfully completed with another of the same devices.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, sheath detachment occurred. The physician was prepping the 1.5 mm rotablator rotalink plus for use, and the sheath covering the catheter "blew off" prior to being inserted in the patient. The procedure was successfully completed with another of the same devices.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes device evaluated by MFR: the unit was returned with the catheter shell was in the open position. The catheter was reattached without issue. A visual examination of the complaint plus unit was carried out. A tug test was performed as well as a connect/disconnect test which confirmed there were no issues with the unit's handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. No issue was noted with the sheath during the visual or functional examination. The rotablator plus was wet tested and no speed was achieved. The handshake connection of the advancer unit would not rotate. The turbine was seized. The advancer unit was dismantled and a melted ultem and a corroded turbine was evident. The burr was microscopically examined as and no issues were noted with the burr of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).